Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) observed the outer casing has shrunk and the inner cable core was sticking too far out of outer sheath confirming the complaint. The cable failed testing as the saw connector end of customer flex cable protruded farther than the service test flex cable. The extended core assembly was causing reduced transfer of torque to the handpiece. The srt performed an internal inspection and observed the inner core lacked lubrication. The srt replaced the casing flexshaft, dis-assembled the flex cable, cleaned the inner core, lubricated and re-assembled the flex cable. Srt performed verification / release testing. The unit operated to manufacturer specifications and will be returned to the customer. No additional action will be taken at this time.

Event description:
It was reported that during the use of the device for a non-clinical activity, the sternal saw flexible drive cable's inner cable was protruding at one end farther than normal. There was no patient involvement.